Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An optometrist reported an infiltrate at the margin superiorly in a patient's right eye one day post lasik. Epithelium was intact. A possible single cell was noted and no flare in the anterior chamber. The patient was instructed to increase topical steroid dosage to every hour while awake. The patient is doing well and continues to be monitored. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.